Event description:
The first of two reports involving the same pt. (B)(4). A mayfield skull clamp was involved in a slippage during a pt surgical procedure. The reporter described the events as; the pt's head was rotated to the floor and the pins became disengaged. The pt's head slipped and a laceration occurred on her scalp. Staples were required to close the wound. Another slip was reported mid procedure when force was applied to the pt on the original clamp.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported information.